Event description:
Depuy spine complaint handling unit received a voicemail message from a patient stating that he broke 2 vertebrae and was implanted with 8 screws. Per patient, he was told he could resume normal activity. However, he is experiencing pain. He is requesting new technology, titanium foam, to make his bones stronger. The patient did not provide any contact information. Based on patient¿s report of two broken vertebrae, it cannot be determined if he experienced a vertebral body compression fracture or pedicle fracture. As it is possible that the fracture is of the pedicle and related to depuy synthes spine screws, the number of screws that could have caused or contributed to the event is four (4). The four additional screws are considered to be concomitant devices at this time. The following mfg. Medwatch reports are being filed for the four screws that may have caused or contributed to the event: 1526439-2014-11677; 1526439-2014-11678; 1526439-2014-11679; 1526439-2014-11680.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device remains implanted.

Manufacturer narrative:
Depuy synthes spine does not use therapy dates. Additionally, the device implant/explant dates are unknown. As a result, the date of this report was entered in the required field on the initial medwatch report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.